Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the "door not latched", which was reproduced during device investigation through observation of the door being unable to close. Evaluation confirmed the reported symptom through the presence of multiple events of "door jammed!" Found through a review of the event history log. Evaluation determined assignable cause to be a loose link screw, which resulted in the link unable to make full contact with the upper link switch. The link screws require replacement. Additional information: (B)(4).

Event description:
It was reported that a spectrum pump experienced "door not latched". Any patient involvement, injury or medical intervention is unknown.